Manufacturer narrative:
The technician found the siderail center arm assembly was broken. The right head side rail was struck by an obstruction causing the assembly to break. A search of he hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right head siderail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the right head siderail would not latch. The bed was located in the bed repair shop. There was no patient/user injury reported. (B)(4).